Event description:
It was reported that during a laparoscopic incisional hernia procedure, the device slipped off the mesh causing a finger stick from the introducer of the device. The device also misfired during the case. When the surgeon pulled the handle of the introducer before releasing the handle to fire the device, an anchor dropped out of the device. The procedure was converted to an open case due to the lost anchor in the abdomen.